Event description:
An error message was reported with the Abbott Diabetes Care (ADC) device. The customer received an "ERRC-14" error message on the display of the customer's reader display. Due to the error message, the customer unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced symptoms such as chest pain. The customer had contact with a healthcare professional (HCP) who obtained a "50s" mg/dL glucose result, performed an electrocardiogram (EKG) and provided juice for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.